Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "always check your blood glucose levels frequently while treating hyperglycemia. You don't want to over-treat the condition and cause your bg level to drop too far."

Event description:
Customer's father reported that on (B)(6) 2012, his son's blood glucose was high for most of six hours. Blood glucose and treatment history is as follows. After that time the device was deactivated and removed. The cannula appeared "slightly" kinked.